Event description:
It was reported that approx 1 month after a t12 corpectomy with placement of xcore ii vbr and traverse lateral fixation plate, that one of the inferior screws in the traverse plate had backed out an estimated 2 - 3 cm. Revision surgery was performed on (B)(6) 2013, during which supplemental posterior fixation was added via percutaneous pedicle screws. The original construct was deemed stable by the surgeon and the pt remains asymptomatic as of this date.

Manufacturer narrative:
(B)(4). No product has been explanted or returned and nuvasive has been unable to perform an analysis of the device in question. Revision surgery was performed to add supplemental posterior fixation to further stabilize the construct. Neither the anterior not lateral implants were removed during revision surgery. The pt remains asymptomatic at this time. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury," and, "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." Nuvasive will continue to investigate this report and follow-up information will be provided in the event that additional relevant information is obtained.